Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507658 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was further reported that the reset was cleared with programming of the device. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by a remote transmission that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.